Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of renal dysfunction could not conclusively be determined. The patient remained ongoing on (B)(4) until undergoing a pump exchange on (B)(6) 2022 (refer to MFR# 2916596-2022-00084). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket) and renal failure, that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection, as well as the suggested actions to take in the event that an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 08jan2020, the patient experienced a bacterial infection. The procedure by the pharmacotherapy was carried out. The cause of the infection was unknown. On (B)(6) 2020, the patient experienced renal dysfunction. The duration of dialysis was unknown. The maximum creatinine was 5.03 mg/dl. Cardiac catheterization was performed. Laboraroty values were measured by cardiac catherization. The patient was discharged on (B)(6) 2022.